Event description:
The lay-user patient contacted lifescan alleging that her one touch ultra meter would turn on. The medical affairs specialist mailed a letter to the patient since she could not be reached by telephone. In jan 2006 the patient stopped using the meter because it would not turn on. On an unknown date, the patient developed symptoms of being "light-headed and dizzy". The patient went to her doctor, was given an unknown type and dose insulin. The doctor advised the patient to have her meter replaced. It is not known if the patient was hospitalized. It would have been helpful to know the following information: when the symptoms started, if the patient used a back up meter, and if the patient administred improper self-treatment due to not being able to use her meter, in addition, it would have been helpful to know when she visited the doctor, if the patient's blood glucose was tested in the doctor's office, what type and dose of insulin she was given, and if any adjustments were made to the patient' s medication regimen as a result of the event. The customer care advocate (cca) verified that the patient battery had been replaced less than a year ago and that the battery was inserted properly. The meter would not turn on pressing the power button or by inserting a test strip. The meter, test strips, and control solution were replaced. This complaint is being reported due to the patient not being able to test her blood glucose, developing symptoms, and requiring treatment. The patient was unable to use her meter for 5 days.